Manufacturer narrative:
Populated as (B)(6) 2019 as there is no known event date. Populated as the first day of the month of the bsc aware date. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. This device showed damage consisting of 1 fracture on the shaft located at 69.8cm from the hub. There was a kink located 50cm from the hub. Inspection of the remainder of the device, except for the damage observed revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the device malfunctioned. During preparation, a renegade hi-flo fathom system malfunctioned. The procedure was completed with different device. No complications reported. However, device analysis revealed a shaft fracture.